Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with three infusion sets. The cannulas were bent. The event occurred on 13-jul-2024 and 14-jul-2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for less than 12 hours. The site of insertion was right arm, left arm and right hip. Patient regularly rotated the site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 700 mg/dl at the time of the event. Patient took correction bolus via pump and then mdi. Patient contacted health care professional for the issue. Patient was found to be positive for ketones. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).